Event description:
It was reported that the pta procedure involved the left common iliac (coronary to IFU); the lesion was calcified and the vessel was tortuous. Access was obtained from the left groin. The omnilink was then inserted and inflated, but only the ends inflated and the middle would not adequately inflate. The sds system was removed. Access was then obtained from the right groin, and using a contralateral sheath and a snare device, the stent was pulled out of the left iliac. The lesion was left as pta only.